Event description:
It was reported the patient had a revision procedure to move the lead from the left to the right side of the patient's body. The reason for the revision and the details of the procedure were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28 lot# v610557 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3037 lot# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).